Event description:
Vascular access was obtained via the right radial artery which perforated after the sheath and guidewire were inserted. A non-sjm guidewire was advanced into the distal left anterior descending (lad) artery and the dragonfly duo catheter was advanced into the mid lad. When contrast was injected into the mid lad, it did not flow beyond the tip of the catheter; therefore, pullback was not performed as the system did not sense the contrast injection. Immediately afterwards, the patient's intracoronary pressure dropped. The dragonfly duo catheter was removed from the patient. Angiography confirmed excessive clot formation in the mid and proximal lad. The patient went into cardiorespiratory arrest, multiple aspiration thrombectomies were performed but the patient expired. Information obtained indicated that the event was caused by patient factors.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.